Manufacturer narrative:
The response center clinical engineer verified the issue with the customer over the phone. The response center clinical engineer dispatched a field service engineer on site to troubleshoot the cause of the issue and obtain logs from the central station. : the field service engineer was not able to replicate the issue, nor did he find any errors reported by the system. Per the clinical product specialist, when the customer is using multi-lead analysis, the second lead beats are also used when determining if the beat labels are valid. According to the strip provided, the arrhythmia algorithm was using the second lead beats to indicate that there were "n" normal and "s" supraventricular beats, which contributed to the fact that asystole was not annunciated. It was also noted that the normal filter setting of 0.5 was changed to 0.05, which could contribute to the fact that the size of the beats were small. A review of the audit logs indicated that on (B)(6) 2014 for 1117-c from 06:40 until 06:47, there were numerous other alarms annunciated and silenced at the central station. There is no data to support a philips device malfunction. No further action or investigation is warranted.

Event description:
The customer reported that they expected an asystole alarm, which was not generated at the central station on a newly installed system. This is being reported as a serious injury. The available information is not sufficient to rule out that use of this device was causal or contributory to the patient outcome.